Manufacturer narrative:
The complaint allegation is confirmed. Per the event description, "on 31-jan-2023, it was reported by a sales rep via email that the nitinol wire in an ar-4068-45l, suturelasso, 45 degree, curve left snapped. It is concluded that the closed wire loop, stranded with a shrink tube, was broken. It is unknown details of the breakages. Visual evaluation of the device DHR for the component (B)(4) pull test requirement ¿wire must withstand a 5 lb. Pull at radius area with force applied at approx. 90° in each direction from bend. Found that the lot passed the inspection. The most likely cause can be attributed to use error, as a break can be caused by pulling or adjusting the strands along a sharp or rough edge. No photos were provided.

Event description:
On 31-jan-2023, it was reported by a sales rep via email that the nitinol wire in an ar-4068-45l, suturelasso, 45 degree, curve left snapped. This was discovered during use and a case was involved. To complete the procedure, a s&n suture shuttle was used.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.